Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 micro switch for the air detection system has gone out. No patient involvement as issue discovered during testing.

Manufacturer narrative:
H6, h10: device evaluation: one smiths medical level 1 trauma fast flow system was returned for analysis in a poor condition. During analysis, it was noted that the microswitch for the filter is bent and preventing it from activating. It was noted that normal wear was the cause of the reported issue. Service replaced the bent microswitch to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event noted to be normal wear.